Event description:
It was reported that after implantation of a 3.0 x 18 promus rx stent on (B)(6) 2010 in an unspecified vessel, the patient experienced a potential myocardial infarction and recurrent ischemic symptoms lasting more than 10 minutes on (B)(6) 2012. There were no reported patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, additional information received indicated that after implantation of the 3.0x18 promus rx stent on (B)(6) 2010 in the left anterior descending (lad) coronary artery, on (B)(6) 2012, in addition to the reported myocardial infarction (mi) and recurrent ischemic symptoms, the patient had presented with acute chest pain, and the potential mi was confirmed to be a non-st elevation mi based on the elevated troponin level. Angiography confirmed nonobstructive coronary artery disease, the presence of a pinched secondary lesion in the ostial diagonal coronary artery due to jailing of the ostium during stenting of the lad in 2010. However, as the stent in the lad was noted to be patent and the vessel had a timi flow of iii, intervention was not warranted at that time. The mi was treated with anticoagulation therapy medications and the ischemia self-resolved. The presenting angina was alleviated via sublingual administration of 0.4mg nitroglycerin medication at intervals. Additionally, the patient experienced transient acute kidney injury 15 november 2012, post cardiac catheterization (creatinine level 1.89, then 1.52 at discharge).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The nausea and vomiting were treated via intravenous administration of 8mg zofran. Cardiac catheterization was recommended to assess for the presence of stent thrombosis, new atherosclerotic disease, or restenosis of the treated lesion; as of 4 (B)(6) 2013, the patient was admitted to the cath lab for testing, then was reportedly discharged in stable condition. There were no reported patient sequelae. The patient reportedly had also similar episodes of angina, nausea, vomiting, diaphoresis, ischemic symptoms, and elevated blood pressure a few times in the past, with the most recent prior episode occurring in (B)(6) 2012 in which borderline elevation of cardiac biomarkers were noted, but cardiac catheterization had not revealed any significant occlusion or narrowing of the arteries; the pinched diagonal had also had been noted and treated via medical management at that time. No additional information was provided. The incident occurring in (B)(6) 2012 and the prior occurrences will be reported under two other medwatch report numbers. There were no reported product deficiencies. The reported patient effects of angina, ischemia, nausea, hypertension, myocardial infarction, and renal failure are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.